Event description:
The health care provider (hcp) reported that the patient claimed that when the stimulation coverage was spotty, the patient wouldn't get coverage in his right side at times. The hcp ran impedances. The impedance values for the following pairs were: c2 602ohms, c3 577ohms, 01 >10,000ohms. The patient was programmed 01. The hcp attempted to program on pair -3+0 and the patient was not getting stimulation in the correct location. The hcp sent the patient for x-ray to see if they could visualize the issue. The device was implanted in june 2015. The company representative (rep) additionally reported that impedances with 0-3 electrodes were greater than 10,000ohms. The actions taken to resolve this issue was the patient was to see their doctor.

Manufacturer narrative:
The device serial number has been updated and the correct manufacturing site is (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.